Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent cartridge alarms (alarm 20) occurred during the load sequence. Additionally, it was reported that the pump touch screen could not be unlocked and that the insulin gauge was inaccurate. In addition, it was reported that the pump shut off unexpectedly. Customer's blood glucose was 500 mg/dl. Customer declined troubleshooting with tandem technical support and reverted to manual injections for insulin therapy.